Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one unspecified bd 5ml syringe experienced a needle hub hole and leakage. The following information was provided by the initial reporter: reports a package of 5 syringes of 5ml had a hole in its upper part at the moment of handling it. The hole is very small and it's found in the syringe, the liquid leaks.